Event description:
The report received from the initial reporter/patient indicated that approximately one month after the index procedure, in which either a cypher or taxus drug eluting stent was implanted, the patient continued to not feel well. The symptoms were reported to be neck and shoulder pain. A repeat interventional procedure was done and an additional drug eluting stent was implanted and again was either a taxus or cypher stent. The pt is not sure which stent was implanted during which procedure, but she has one taxus and one cypher stent implanted in the left anterior descending (lad) coronary artery. The patient continued with the same symptoms and approximately two (2) months after the index procedure had coronary artery bypass graft (CABG) surgery using the left internal mammary artery (lima) for a single bypass of the lad. The patient is not sure if the additional stent and subsequent surgery was due to restenosis or not.

Manufacturer narrative:
The product is not available for evaluation and testing. The product catalog and lot number are unknown. Four (4) months after the index procedure, the patient reported having the same symptoms of neck and shoulder pain as well as symptoms of a feeling in her skin like she is swollen but isn't. She continued to follow-up with her physicians/cardiologist and was eventually referred to an allergist. The patient was given a skin patch test, which was reported to be positive for a nickel allergy. She denies any other symptoms such as shortness of breath, but did experience swollen lymph nodes and also fatigue. The patient was treated medically for her symptoms including steroids without relief of her symptoms. She proceeded to have her sternal chest wires removed without any relief of her symptoms. At this point, the patient is consulting with her surgeon for possible explantation of her drug eluting stents. A female patient with a history of diabetes, previous mi, smoking, factor v blood clotting disorder, CABG and a family history of cad experience possible restenosis and an allergic response two months post cypher stent implantation. This patient's history puts her at increased risk for mace. The patient who is a poor historian called in this complaint. She stated that she received both a cypher stent and a taxus on two separate occasions, but is unclear which one was implanted first. The reason for the patient's initial admission to hospital was not reported; but an angiogram revealed a lesion in her lad. Ther pre or intra procedural administration of asa, plavix, heparin or gpiibiiia and the performance or recording of acts was not reported. No vessel and/or lesion characteristics were provided. It is not known if the lesion was pre-dilated prior to the placement of a stent at an unknown maximum inflation pressure. The post procedural administration of asa or plavix was not reported. Approximately one month after the index procedure, the patient experienced neck/shoulder pain, fatigue and a "funny feeling in her skin." She further stated that it was like her skin was swollen; though it was not. She did not experience any shortness of breath or difficulty. At about this time, she also underwent another angiogram that appears to have revealed stenosis in her lad. It is unclear whether this was associated with the previously implanted stent or if it was in another part of the vessel. The pre or intra procedural administration of asa, plavix, heparin or gpiibiiia and the performance or recording of acts was not reported. This event was treated with the placement of the second des. Again, it is unclear whether a cypher or a taxus stent was implanted at this time. No other details regarding this procedure were provided. The post procedural administration of asa or plavix was not reported. Approximately two months after the index procedure, the patient underwent a CABG with a bypass from her lima to her lad. It is not clear if either of the previously implanted stents were associated with this event. The patient continued to have the same symptoms and approximately four months after the index procedure, she was referred to an allergist and was found to be positive for a nickel allergy. Within hours of the patch test, the patient became symptomatic with the same neck/shoulder pain and her lymph nodes became enlarged. Her symptoms have been treated medically and has had the sternal wires from her previous CABG removed without relief. The patient is now consulting a cardiac surgeon for possible removal of both the cypher and taxus stents. The patient's current medications include metoprolol, ranitidine and vitorin. No further information or clarification regarding these events will be forthcoming. The cypher product currently remains implanted in the patient and is thus not available for evaluation. In addition, a DHR review could not be performed since the lot number was not provided. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Based on the limited and conflicting information provided, it is not possible to draw a conclusion about a relationship between the device and the event. There is no clear indication that this event was manufacturing related. Please note that this is the initial/final report for this product.